Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Not enough parts were returned (only the anti-rattle recliner part 1024221 was returned) so no evaluation was performed. Therefore, the complaint could not be verified. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
New chair, back just falls down.